Event description:
Monitor failed to recognize end tidal co2 on the monitor.health professional's impression:unsure if problem was the line co2 filter, monitor or user error.subsequent to event, the company found no problem so new procedure instituted. If there is no end tidal (et) co2 reading, the filter will be disconnected, manual colormetrics used to confirm and then new filter used. No further problems with monitor.manufacturer response for defibrillator, external, monitor, heartstart mrxmanufacturer checked the device monitor/defibrillator and found no issues.